Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no non-conformances during the build. Because it was not returned, mmdg has been unable to investigate or confirm the complaint.

Event description:
The initial reporter states that the "bags were not working". They stated that the pump was running, but "formula would not go through the bag". Mmdg followed up with the initial reporter, who stated that the patient only received part of their feeding due to the formula not delivering, but that the patient was doing well afterwards, and had not had any adverse effects. (B)(4).